Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material. Patient code e2015 captures the reportable event of tissue damage. Impact code f08 captures the reportable event hospitalization or prolonged hospitalization.

Event description:
It was reported that a contour stent was used during a kidney stone procedure. During insertion, while positioning the stent, it was noted that the stent accordioned causing trauma to the ureter. The procedure was completed with a nephrotomy tube. The patient was given with lasik and toradol as medication and have to be kept in watch in the hospital overnight. There were no further complications, and the patient's condition was reported to be stable.